Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this patient presented to the emergency room (ER) with syncope. A boston scientific sales representative(sr) was called to check the device and found that there was some oversensing. Telemetry showed intermittent oversensing potentially due to the ventricular lead being placed close the to annulus. Thresholds and other settings were normal. The sensitivity settings were changed to try and alleviate the symptoms, and the patient will undergo a 30 day monitoring for now. The patient has several other health issues and is expected to remain hospitalized as the cause for the syncope is undetermined at this time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
New information was received that this patient exhibited noise on all three channels and lead damage is suspected as a result of the patient falling. There was pacing inhibition on the right atrial channel and all three leads are damaged and believed to be fractured. The pacemaker and all three leads were removed from service.